Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device, no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure within the existing 21mm valve due to aortic stenosis. Patient was reported as stable.